Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that the catheter was found cracked during hemodialysis. The catheter was originally implanted on (B)(6) 2015. The crack was on the catheter itself. The catheter was pulled and replaced on (B)(6) 2015. The patient was involved with no injury. The patient is in good condition and is stable.

Manufacturer narrative:
The returned sample was a palindrome tal catheter, 19cm implant length, 36cm overall length, product code number 8888145014. The sample was decontaminated and sent to dialysis r&d for evaluation. The sample consisted of the luer adapters, extension tubes with clamps, molded bifurcated assembly and approximately one inch of dual lumen extrusion. As received, the dual lumen shaft of the sample has been cut, and the remainder of the shaft was not provided. The sample showed signs of brownish discoloration consistent with typical use, as well as signs of the application of cleaning agents on the extrusion and the molded bifurcated assembly. The dual lumen extrusion showed signs of degradation on the surface. There were signs of flaking on the surface of the extrusion, and it could not be determined if the flaking was residue from cleaning agents or if it was the extrusion itself. In the area where the dual lumen extrusion enters the molded bifurcated assembly, there was a single defect that breached the integrity of the lumen, approximately 1/3 mm wide. The defect was visible only upon bending of the sample. This was seen on the forward facing side of the catheter (away from the patient). The remaining portion of the sample appeared normal; there was no sign of degradation in the extension tubes, clamps or luer adapters. The luer adapters were checked for cracks and none were found. The extrusion was manually separated by hand from the bifurcated assembly, and the inside diameter of the extrusion was examined and appeared normal. The device history record (DHR) review indicated that there was no quality issues associated with this defect mode. All DHR¿s are reviewed for accuracy prior to product release. The following potential root causes were identified: machine malfunction, misuse, inspection in process failed or not performed, improper materials selected, sharp objects usage with catheter. With the available information, it is not possible to confirm definitive a root cause for this issue. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Manufacturing performs 100% visual inspection during production, which would identify nicks or cuts in the catheter assembly. This complaint will be used for tracking and trending purposes.